Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the ins was sitting on a nerve in their left buttock causing pain. The pain had gotten progressively worse over 2 months and so they had finally brought it up their healthcare professional (hcp) in which they had a revision surgery to resolve the issue. The revision was done (B)(6) 2018 however patient didn't know if anything was replaced, only that hcp shifted it off the nerve and that the pain had subsided. No further complications were reported.